Manufacturer narrative:
The device has been received by depuy synthes power tools the reported problem of "cord damage" was confirmed. During the pre-repair diagnostic assessment, there was a cut found in the hose. If additional information becomes available, a supplemental repot will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had cord damage. Device was not used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.